Manufacturer narrative:
Additional narrative: the patient experienced pain, infection, urinary problems, recurrence. (B)(4) - undefined recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and anterior colporrhaphy

Manufacturer narrative:
Date sent to FDA: 12/13/2016. It was reported that following insertion the patient experienced urinary incontinence and atrophic vaginitis.